Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device has the spline #6 broken and the spline #8 is damaged. The spline wire broken was inspected under magnification 200x, and no smooth surfaces were noticed over the fracture zone, which indicates that the wire was not broken due to mechanical cut. The spline wire surface shows evidence of tension overload. An insertion/withdrawal test was not performed due to the device condition (basket damage). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that device entrapment occurred. During an ablation procedure, a 60mm, 64e constellation diagnostic catheter was used. The tip of the device became kinked and the device was stuck in the patient's groin. The procedure was able to be completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device entrapment occurred. During an ablation procedure, a 60mm, 64e constellation¿ diagnostic catheter was used. The tip of the device became kinked and the device was stuck in the patient's groin. The procedure was able to be completed. No patient complications were reported.